Event description:
The distributor contacted animas on (B)(6) 2014 alleging a line through the display with moisture behind the display lens and moisture corrosion in the pump. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible moisture behind the display lens and the keypad cover was noted to be lifted/peeling near the ok button. The display screen demonstrated evidence of vertical lines through the display. On investigation, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump failed a leak test with moisture ingress at the display lens. The display wiring failed during investigation. The pump was opened for further investigation and revealed internal moisture contamination on the printed circuit board and on the internal components of the pump. A new test display was attached to the pump and did not demonstrate vertical lines in the display when illuminated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).